Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9316664. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that 2 bd pegasus¿ safety closed IV catheter systems were involved with patients experiencing allergic reactions. It has not been specified whether medical intervention was administered as a result. The following information was provided by the initial reporter: after the puncture by the nurse, the patient showed allergic phenomenon of honeycomb macula on the forearm of one hand, and immediately pulled out the indwelling needle and showed allergic phenomenon after the puncture on the back of the other hand. The second patient showed allergic phenomenon in the eyes and face after the puncture.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd pegasus¿ safety closed IV catheter systems were involved with patients experiencing allergic reactions. It has not been specified whether medical intervention was administered as a result. The following information was provided by the initial reporter: after the puncture by the nurse, the patient showed allergic phenomenon of honeycomb macula on the forearm of one hand, and immediately pulled out the indwelling needle and showed allergic phenomenon after the puncture on the back of the other hand. The second patient showed allergic phenomenon in the eyes and face after the puncture.